Event description:
It was reported that the right ventricular lead during implant had an impedance of 2500ohms. There was an attempt to reposition the lead but the helix appeared to not be fully retracted. There was an attempt to re-extend the helix but it would not deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): no anomalies found. The full lead was returned and analyzed. Blood was in/on the helix/lobe mechanism.